Event description:
Abyrx has received preliminary information that a patient that had permatage used in a rib reconstruction case subsequently presented with a suspected infection. The patient was treated with local antibiotics and performed a bacterial culture. No revision procedure was required at this time. Third-party metallic hardware and soft tissue mesh were also implanted during the procedure. The source of the infection is not confirmed but was identified as enterobacter. Abyrx performed a review of device history records for this lot, and no irregularities or nonconformities were noted, including all aspects of sterilization. The lot was produced according to all specifications, met all release criteria, and no other complaints have been received for this lot. A review of sterilization did not identify enterobacter as part of the bioburden associated with the device. If more information becomes available, abyrx will update the complaint file accordingly.